Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Peters, c., erickson, j., gililland, j., (2009). Clinical and radiographic results of 184 consecutive revision total knee arthroplasties placed with modular cementless stems, the journal of arthroplasty, vol. 24 no. 6, p. 48-53.

Event description:
Fifty-three (53) knees were revised for septic failure. Knees presenting with deep infection were managed with a 2-stage reconstruction protocol.